Event description:
Surgical placement of a medtronic dorsal spinal neurostimulator with paddle lead to treat severe bilateral sciatic pain. Post-operative new, severe, chronic pain originating from the laminectomy site where the paddle lead was inserted through the vertebrae. Pain radiates from dorsal center to the left along the lower rib cage. Associated muscle spasms are severe. Implanting surgeon commented the only option for treating the new pain would be to remove the device; that is not an option for me due to the severity of my sciatic pain.